Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition as a leak near the right edge of the bag, where the top weld intersects the edge of the bag. The weld adjacent to the leak contained a gouge mark leading up to the leak location, with eva fray pushed up to the edge of the bag. From the back side only the eva fray is visible, there was no damage to the back side of the bag. Based on this evidence, the leak was caused by a gouge that started on the weld with increasing depth until the gouge penetrated to the bag interior. It is unknown when this gouge occured and the cause is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking at the seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.